Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Failed circulation pump will replace the circulation pump in house. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill.